Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that after the customer "collided" with another person, the pump touchscreen was unreadable and the touchscreen was cracked. Customer's blood glucose was within range (value not provided). Reportedly, customer reverted to using an alternate method of insulin therapy.